Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information in section b5 and to attach the medwatch and maude report.

Event description:
Terumo medical received an FDA medwatch report # mw5103876 on 12oct2021. The event description states: "during an outpatient cardiac cath procedure there was a supply malfunction that lead to patient harm. The sheath and catheter were inserted with no issues or concerns. When the md tried to remove the catheter, it became stuck in the sheath, and came apart. The pieces were successfully removed, and in the process a vessel was perforated. The patient's vessels were tortuous, which contributed to the complication he experienced. Manual pressure was applied and the bleeding stopped. The patient experienced forearm pain and swelling. The patient was admitted and provided pain control, a repeat ultrasound and cardiology care. The patient experienced a radial artery pseudoaneurysm and av fistula, consistent with perforated vessel, and a known complication of the procedure. The catheter and sheath were sequestered and provided to the two vendors for an investigation. We are reporting the supplies to FDA medwatch. Our hospital system has been successfully using the supplies for over 3 years for one product and 6 for the other. The products performance over time meets supply chain standards. Interviews were conducted with the team and cardiologist. None of the team could find any opportunity areas. FDA safety report ID# (8)(4)." A maude database search conducted on 25oct2021 found a maude report number mw5103876. The event description states: "during an outpatient cardiac cath procedure there was a supply malfunction that lead to patient harm. The sheath and catheter were inserted with no issues or concerns. When the md tried to remove the catheter, it became stuck in the sheath, and came apart. The pieces were successfully removed, and in the process a vessel was perforated. The patient's vessels were tortuous, which contributed to the complication he experienced. Manual pressure was applied, and bleeding stopped. The patient experienced forearm pain and swelling. The patient was admitted and provided pain control, a repeat ultrasound and cardiology care. The patient experienced a radial artery pseudoaneurysm and av fistula, consistent with a perforated vessel, and a known complication of the procedure. The catheter and sheath were sequestered and provided to the two vendors for an investigation. We are reporting the supplies to FDA medwatch. Our hospital system has been successfully using the supplies for over 3 years for one product and 6 for the other. The products performance over time meets supply chain standards. Interviews were conducted with the team and cardiologist. None of team could find any opportunity areas. FDA safety report ID# (B)(4)"

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician went in the right radial with a 6fr glidesheath for a diagnostic heart catheterization. The patient had tortuous anatomy and needed numerous catheters to cannulate the coronaries. A boston sci 5fr ar mod diagnostic catheter was inserted however they had a difficult time torquing. The physician felt the catheter get stuck upon removal. Catheter stretched out and needed to be remove with the sheath. The patient was stable and was admitted for observation. The procedure was incomplete. Additional information was received on 06aug2021. The device was pulled back into itself and looked accordioned, it's approximately one inch shorter than when inserted originally. Hemostasis was achieved by manual pressure. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for product evaluation. The returned sample included the sheath. Visual inspection was performed. The sheath shaft was observed to be shriveled and accordioned. The tip was observed to be blocked by dried blood-like substances. The proximal end of the sheath was inverted into itself. This damage could be observed through the valve. An x-ray was taken of the sheath hub. It was observed that the inverted sheath was pushing a section of the valve outwards. The caulking pin was observed to be in place. The complaint can be confirmed for sheath mechanical damage. The exact root cause cannot be determined. The likely root cause is accumulation of fibrin at the tip of the sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.